Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). The quality control (qc) results were high out of range on the date of the event. The siemens technical application specialist (tas) ran a dilution check (dilcheck), which failed with a high relative bias. The tas replaced the standard a and standard b solutions, v-lyte sensor and performed three advanced cleans. The tas performed mix tests and realigned the probes. The tas repeated the dilcheck with fresh dilcheck solution, which passed. The tas repeated the qc, which were within expected range. The cause of the discordant, falsely elevated na results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. All three patients were redrawn and the samples were tested on the same dimension vista instrument, resulting lower. The corrected results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.